Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced with another model. There were no performance issues with the lead while implanted; however, it was positioned in a way that hindered the heart valve from closing properly, resulting in a blood leak. No additional adverse patient effects were reported. The explanted lead was discarded.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.